Event description:
A customer reported the phacoemulsification (phaco) tip was broken during the procedure. The phaco tip did not break in the patient's eye. Additional information was received from the company representative confirming the procedure to be cataract extraction and after the replacement of the tip, the operation was completed without any further complications. There was no patient harm. This is one of two reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification (phaco) tip in a wrench within a tray was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab (air bypass) hole with a jagged edge. The phaco had even wall thickness. There was wear on the threads consistent with threading on a handpiece. The broken tip area was not returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided were reviewed by the manufacturing site. The two photos are of a broken phaco tip and a pak label, the reported product complaint, the product and lot information is confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).